Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states, "during shift report patient was side lying on the cap of the broviac and IV line. On closer assessment pink tinged spot noted on the sheets. Patient examined for wounds. Broviac assessed for displacement, broviac insertion site intact. Broviac line traced and leakage was noted at the cap connection point of blue lumen. Line was disconnected from the blue lumen. Cracking noted to the tip of the IV line at the blue end point. Sterile cap change performed. Cap gently flushed with resistance noted and small blood return visualized. Ballooning continued. Line clamped. Physician and np notified. Original cap and tubing retained for further assessment."

Manufacturer narrative:
The customer¿s report of a crack in the end connection of an IV tubing during an infusion was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.